Event description:
It was reported that a skin reaction occurred. The wearable was inserted into abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient experienced a skin reaction with scar under the entire patch area. The scarring would have been caused by the filament bending, due to the sensor component moving. The patient did not report more information regarding the scar, if it was still healing, and over what time period the scar would have been visible. The patient did also not provide any information regarding how many sensors the scarring occurred. There was no photo provided. There was no treatment documented. There was no documentation of further medical intervention. No other details were documented and attempts to contact the patient for more information were unsuccessful. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).